Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were harder to press. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had no delivery alarm and also slower to rewind. The device will not be returned for analysis.